Event description:
Patient rejected mandible implant which had to be removed. Implant rejection was caused by patient condition according to surgeon.

Manufacturer narrative:
Implant rejection caused by patient condition according to surgeon. Root cause has already been determined. Return of implant would not lead to additional information.